Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, poor image quality was confirmed. There is a dark vertical line in the ultrasound image due to an internal failure within the probe. The site rite prevue was visually inspected upon receipt and was found to be damaged and does not function properly. The root cause was due to the beamformer board. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The unit has a poor image quality. There is a dark vertical line in the ultrasound image due to an internal failure within the probe.